Manufacturer narrative:
The insulin pump had no display anomaly during testing noted. The insulin pump had minor scratches on lcd window, scratches on case, cracked battery tube threads, cracked reservoir tube lip and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump experienced display anomaly. Customer's blood glucose was not reported. Insulin pump would be replaced.